Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted: (B)(6) 2001; 419388 lead, implanted: (B)(6) 2004. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient noted pocket pain the night after the device implant and could feel the device with every movement. During a subsequent clinic visit, the pocket pain persisted and the device was noted to have migrated laterally. The device was repositioned and remains in use. The patient is a participant in the (B)(6) trial. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.